Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. The device was returned for eval. The shipping lock was removed and the thumb slider was retracted for 110 mm. A guide wire was stuck inside the delivery system. The stent was partially released and the distal end of the stent was torn off. No sheath fracture or detachment of a delivery system component was identified. It is confirmed that a blockage occurred inside the handle, leading to the impossibility to deploy the stent completely. The investigation results confirm the reported complaint. High friction forces during deployment or blockage in the deployment mechanism can lead to a failure to deploy and breakage of the cassette post. It is likely that the cassette post broke during an attempt to release the stent with the thumbwheel and the guiding tube kinked during an attempt to release the stent with the track deployment lever. There is also a possibility that the failure to deploy is associated with the reported patency problems; however, a definite root cause for the reported issue could not be determined. The instructions for use (IFU) states: "if resistance is met during stent system introduction, the stent system should be removed and another stent system should be used."

Event description:
It was reported that during deployment, the delivery system broke and the stent could not be deployed in the sfa. The stent and delivery catheter was pulled back with some resistance, but the stent was removed in its entirety from the pt. Upon removal, it was observed that there was some damage to the stent. Additional stents were implanted without incident, completing the procedure. There was no report of injury to the pt.